Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed the visual inspection and the leakage testing. The cuff kink resistant tubing (krt) passed visual inspection.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the device did not work properly. It was confirmed that there was a crack in the cuff connecting tube. The cuff was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the device did not work properly. It was confirmed that there was a crack in the cuff connecting tube. The cuff was removed and replaced. There were no patient complications.